Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4-5. Two clips were implanted, reducing tr to a grade of 4. The following day, echocardiography showed one of the implanted clips had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.